Event description:
Tubes filled as expected but when removing closure after centrifugation, tubes broke and med tech received severe cuts on finger. Med tech exposure risk and testing came back negative. The pts's blood posed no infectious exposure risk. No medical intervention required.